Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt" and "check therapy pad' messages) has been confirmed. Upon investigation, the electrode belt had an intermittent open pulse wire in the cable connecting ECG "a" and ECG "b." The root cause for the intermittent open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that electrode belt sn (B)(4) was causing excessive "adjust belt" and "check therapy pad' messages.